Event description:
It was reported that the insulin pump alarmed button error during a bolus attempt. The blood glucose reading was 115 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had an intermittent button response on the esc button due to moisture damage on keypad traces noted. No unexpected button error alarms or beeping anomalies noted. The insulin pump had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.